Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.0/1.0/094 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on(B)(6)2024. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shoter length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).